Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive; the ok keypad button responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button cover was torn, but the button was fully responsive. Additionally, a crack and contamination were observed in the pump battery compartment. Testing revealed the time and date reset to factory settings. The pump case was opened, and a visual inspection of the internal clock battery indicated that it was leaking. The display screen also appeared discolored. When replaced with a test display, the screen functioned properly. (B)(4).

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient is having issues while loading cartridges and buttons not responding appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.